Event description:
It was reported while using bd gem 20dp v/nv 1.2mf dehp free there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: the tubing stopped priming 1 inch after filter and would not continue. Tubing replaced no line violation. Tubing failure was not kept.

Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval: no . D10: returned to manufacturer on: na. H6: investigation summary received empty opened original package , sample not included in it. As no product or photo was returned by the customer. It was reported by customer that "the tubing stopped priming 1 inch after filter and would not continue" could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 and lot number 21085630 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd gem 20dp v/nv 1.2mf dehp free there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: the tubing stopped priming 1 inch after filter and would not continue. Tubing replaced no line violation. Tubing failure was not kept.